Event description:
Stem inserter became stuck after implantation of definition stem. They were able to unscrew it but the locking key and threads looked damaged after insertion and impaction of stem. There was no adverse consequence for the patient or delay in surgery or anesthesia time.